Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic valve was explanted after an implant duration of 3 days. Through follow-up, it was learned that the valve was explanted in order to repair of aorta to right atrial fistula using a pericardial patch. The surgeon indicated that the reason for explanting the valve is procedure related and not due to a device malfunction.

Manufacturer narrative:
Device discarded and will not be returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The received operative report and discharge summary reveal no information to indicate a device quality deficiency that may have contributed to this event. The surgeon indicates that the reason for this explant is procedure related and not due to a device malfunction.